Manufacturer narrative:
Patient information was not available at the time of filing. The date of manufacture was not available at the time of filing. The biomedical engineer troubleshot this reported fault with ge healthcare technical support and field service. The resolution is unknown.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate during a case. There was no report of patient injury.